Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).

Event description:
It was reported that the customer was in the hosp for a toe removal, and while there he was given an insulin pump. It was also reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 315mg/dl. Troubleshooting occurred. Customer was informed that the no delivery alarm was caused by reservoir occlusion. No add'l info was provided.